Manufacturer narrative:
(B)(4). It is not known how many times this occurred. No sample will be returned for evaluation.

Event description:
It was reported the procedures are being performed in the operating room. The physician noticed several times the end of the sheath has been sealed off where he was not able to push the wire through. As a result, another kit was used to complete the procedure. They do not know if this caused any delays in treatment and no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). Additional information was received clarifying the nature of the issue. The customer issue was not with blockage of the introducer sheath, but of the tissue dilator. As a result, we no longer consider this event to be a reportable malfunction and we wish to withdraw this report.